Event description:
It is reported that the customer had high blood glucose levels of 430 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The insulin pump was received stuck in a loop for the motor error alarm during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure not detected during testing. No motor position encoder error alarm was noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, broken reservoir tube lip and cracked battery tube threads.